Manufacturer narrative:
Additional information: d9.

Event description:
No new information.

Event description:
It was reported that a piece of the device was missing during testing at the user facility. No patient involvement, delay, medical intervention, or adverse consequences were reported.